Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. A replacement cp2/paxscan kit and detector panel were shipped to the site. After replacing the cp2/paxscan kit and detector panel, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. An investigation was completed at the medtronic facility which confirmed the reported event was caused by an electrical issue with the cp2. When the detector panel and cp2 were installed in the image acquisition system (ias) 267, the ias didn't boot completely. The pendant was stuck at "initializing please wait, and in the remote desktop, the detector was in a "not ready" state. Fiber link status led was solid amber. When the cp2 was replaced with a known good cp2, the ias booted up and functioned as expected. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the image acquisition system (ias) was displaying the message "initializing please wait". The site was able to open the doors and move the ias, however, the x-ray was not working. The site tried unplugging the umbilical cord, rebooted the system, and re-plugged the umbilical back in. These troubleshooting steps did not resolve the issue. There was no patient present when this issue was identified.